Event description:
Nurse phoned on pt's behalf as they have learning difficulties. Patients family member brought them to the hospital as they felt their pt was not well and thought it may be due to the diabetes. Nurse discovered that the patient's meter was reading in mg/dl and that the pt had been treating themselves based on the readings. Nurse treated them for hypoglycemia and reduced their insulin requirements. The pt is going back to see the nurse in a week's time. Nurse has given pt an accucheck meter. Nurse has now changed the meter to mmol and the last reading in the meter is 9.6mmol. This would equate to 173 mg/dl which may have been seen as 17.3 hence this is the reading put into the calculator. Strip expiry date is 05/2007.

Event description:
Nurse phoned on pt's behalf as they have learning difficulties. Patients family member brought them to the hospital as they felt their pt was not well and thought it may be due to the diabetes. Nurse discovered that the patients meter was reading in mg/dl and that the pt had been treating themselves based on the readings. Nurse treated them for hypoglycemia and reduced their insulin requirements. The pt is going back to see the nurse in a week's time. Nurse has given pt an accuchek meter. Nurse has now changed the meter to mmol and the last reading in the meter is 9.6mmol. This would equate to 173mg/dl which may have been seen as 17.3 hence this is the reading put into the calculator. Strip expiry date is 05/2007.